Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735821, lot number: unknown h3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.3.2, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0709 was coded for the camera tracking going "in and out." A1102 was coded for the "localizer faulted" error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system was displaying a "localizer faulted" error after they performed a registration. During troubleshooting, it was confirmed that the camera was on and only displayed a green light. There were no amber lights. In the tracking window, there was nothing displaying. All of the instruments were red in the tracking details. The manufacturer representative (rep) confirmed that the camera icon was showing on the lower left of the screen. Technical services (ts) asked if the camera was pointing directly to the tracker, and it was confirmed to be. The rep rebooted the system, and ts requested to verify that the interconnect cable was securely attached while it was rebooting. After the reboot, the rep reported that the "localizer faulted" error disappeared. When they went into the registration screen and the surgeon pressed on the footswitch, the camera tracking was going "in and out." The rep stated he was going to get their other navigation system to finish the case. The rep called back to report that the site swapped out the cranial reference frames, and the new frame was able to be tracked without issue. The site proceeded with the use of the system without further issue. After the case, the rep and ts performed troubleshooting. The network device interface (ndi) toolbox was accessed. After selecting the camera, a pop-up window appeared tilted, "clock inaccurate," with a description of, "the system's internal clock is not set correctly. Do you want to correct it?" With a 'yes/no' option. The rep clicked 'yes' and cleared the window. All statuses for the camera were listed as 'ok.'

Event description:
Additional information was received. There was a slight surgical delay of about 10-15 minutes. The system was rebooted and eventually worked properly. There was no impact to patient outcome, as the system worked fine after the episode and the procedure was completed without further incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.